Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device had under infusion with flow accuracy results of -5.5712%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was verified. The cause of the condition was determined to be the pressure plates. The pressure plates require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a an error of 18% +. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.